Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm. On (B)(6) 2026 the patient sought medical assistance from his doctor. The patient was advised to visit an advanced wound facility, a specialized medical center for wound management. According to the patient, he was required to visit the facility for seven consecutive days for evaluation and monitoring of the skin reaction. The patient was provided with an unspecified medication and treatment. The patient reported that the skin reaction eventually resolved following treatment; however, it resulted in scarring on the arm. Photos of the reported skin reaction in the complaint record were reviewed. The surrounding skin appeared mildly swollen and irritated, with evidence of diffuse redness extending beyond the central lesion. A few small, scattered erythematous papules were also noted adjacent to the primary site. Additionally, the skin in the affected area showed dryness and flaking, which may indicate irritation related to adhesive exposure or friction. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. The skin reaction was only treated with a rubbing alcohol and no medication was used. There was no documentation of further medical intervention. No other details were provided. At the time of the report, the patient¿s condition is fine. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.